Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained? What does "clip mismatched" mean? Did the device jaws cut the artery? Or did a clip cut the artery? Response: mismatched means detached. The device jaws cut the artery.

Event description:
The clip would not hold on the clamp, clip mismatched. Due to this malfunction, the artery was cut leading to a hemorrhage. Another device was used. To date, no patient consequences reported. No transfusion needed.